Event description:
It was reported that the patient presented to the emergency room. Upon review, the right ventricular lead exhibited over-sensed noise leading to inappropriate shock. The right ventricular lead was explanted and replaced. During the procedure, the right atrial lead was dislodged. The right atrial lead was explanted and replaced. The patient condition was stable post-procedure. Related manufacturer reference number: 2017865-2022-02901.